Event description:
It was reported that the device does not recognize cables. There was reportedly no patient involvement. The bench tech evaluated the device and determined the therapy port is defective. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy port, which was replaced, and the device was returned to full functionality. The device sent to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device does not recognize cables. There was reportedly no patient involvement.